Event description:
It was reported by the affiliate that the (1) tlc75 was used during an colon procedure and there were malformed staples. The case was completed with another instrument. There was no consequence to the pt.